Event description:
I received mentor breast implants in 2004 and began to have health issues ranging from migraines to panic attacks in early 2008. I replaced the implants in (B)(6) 2015 with mentor brand again and my health deteriorated drastically. I was diagnosed with depression, anxiety disorder, fibromyalgia, cystitis, inflammation of the kidneys, vertigo, sibo and irritable bowel syndrome. Other symptoms included brain fog, joint and muscle pain, fatigue, weak muscles (my left leg would give out), shortness of breath, ringing in my ears, sharp stomach pains, migraines, food intolerance, inflammation and heart palpitations. I went to numerous dr visits, had numerous tests done and I was always told that I was in good health. Test results did not reconcile with how awful I was feeling day in and day out. The best way to explain my existence was that I was surviving and not living, I wanted to die. I had surgery to remove the implants and capsule on (B)(6) 2019 and it has greatly improved my wellbeing. I feel happy, with energy and a will to live. I have some lingering issues such as pain during urination and food intolerances but nothing compared to how terrible I had been feeling since 2008. I am 100% convinced that the breast implants were causing all of the terrible symptoms and health issues. FDA safety report ID# (B)(4).